Manufacturer narrative:
Pump passed selftest, active current measurement, and displacement test. Unit failed sleep current measurement due to unexpected battery power loss, problem isolated to pcb 2. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that batteries lasted only five days. The customer¿s blood glucose was unknown. Customer tried batteries from different boxes but issue persists. Batteries were alkaline branded energizer. Customer already tried another battery cap but issue persists. The insulin pump will be returned for analysis.